Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was poor capture and poor sensing on the right atrial (ra) lead. The sensitivity was reprogrammed at that time. It was later discovered that the ra lead had been "bumped" during a prior right ventricular (rv) lead revision and that the ra lead had dislodged from the right atrial appendage and slipped down into the coronary sinus. There was atrial undersensing observed during an episode and a high atrial threshold was observed. The ra lead was revised/repositioned and remains in use. No patient complications have been reported as a result of this event.